Event description:
I woke up with a swollen uvula after sleeping with respironics dreamstation auto CPAP. It was swollen to the point that I could not speak without gagging uncontrollably and I had difficulty breathing. I went to urgent care and received a prescription for prednisone which resolved the swelling over the next several days. A rapid strep test was done at urgent care which was negative. FDA safety report ID# (B)(4).